Event description:
Info received on 8/5/96 indicates a reservoir was removed from the pt in 1994, day and reason not indicated. It is uncertain which components were revised. Unable to obtain add'l info.